Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009 that a customer had an issue with a dialysis catheter. The customer states that the venous port of the catheter was leaking which caused the catheter to be removed and replaced.